Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9616567-2025-00044. The date of that submission was 20-aug-2025. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that during monitoring the invasive artery, it was found that the waveform disappeared. After excluding other situations, it was determined that there was a problem with the pressure sensor. After replacing the pressure sensor, the arterial waveform recovered. There was patient involvement, but no report of patient harm.